Event description:
It was reported that a patient presented remotely via merlin.net. The atrial lead exhibited noise oversensing which resulted with inappropriate mode switch. The atrial lead was capped and replaced on (B)(6) 2024. The patient was stable throughout the procedure.